Event description:
(B)(4). I started off with severe cramping and heavy bleeding. The pain started almost immediately after I finally got my period after 4 yrs without it. The pain can only be described as labor pains. My right side mostly and my lower back. This pain was there 24/7 and 365 days a year for the last 8 yrs. The last 3 yrs however my pain got worse especially around my period. The sharp stabbing pains would be so bad that I couldn't stand up straight without putting pressure on my right side. Then I would be hunched over. I have heavy bleeding to where I would change a super plus tampon every 30 mins. My cycles would last 7 or more days. My sex drive has definitely changed. My abdomen is swollen and I've gained a lot of weight. Finally went to the a doctor who figured out what was wrong with me. Had a laparoscopy done to rule or ovarian cysts and endometriosis. Once inside, they found a horrible amount of almond sized polyps everywhere. They also found endometriosis and adenomyosis in my uterus. He found a filshie clip just floating around inside me. The other one is missing. I told my doctor 12 yrs ago to cut and tie my tubes and my understanding is that was done. However the gyno found the clips because those were used instead. The filshie clips caused the endometriosis and all my pain and symptoms. No one in my family has ever had endometriosis. I'm still having severe pain and will have to get a partial hysterectomy. All this time I could have gotten pregnant because the clips came off my tubes but the endometriosis made me infertile. I can't believe how doctors were allowed to do this. I have tons of medical bills and now have to miss work for the recovery of my hysterectomy once I have it.